Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd879189 and gd878215 with no issues detected during manufacturing. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. Treatment was not reported. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The reporter did not provide an opinion of causality. The consumer declined to have the nurse contacted for additional information.